Manufacturer narrative:
The power pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this power pca. Philips cannot rule out a malfunction of the power pca at the time of the reported event.

Event description:
The customer reported that the device is not recognizing the battery in bay b. There was no adverse patient impact reported.